Event description:
It was reported that the customer was hospitalized with a high blood glucose of 22.7 mmol/l. It was reported that the customer had been experiencing high blood glucose levels for about a week prior to the event. It was stated that the customer also experienced shortness of breath. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.